Event description:
During the review of a scientific article comparing single incision vns removal to dual incision removal it was reported that there were two instances of internal jugular vein injuries that the physician attributed to neck dissection. In one of the cases the injury was able to be repaired and the lead was able to be removed. In the second case, the injury was not able to be repaired and a portion of the lead segment was retained no other relevant information has been received to date.